Manufacturer narrative:
(B) (4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: on the 2nd firing, the handle could not be fully squeezed. Additional resection was done to remove the device.